Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) mount for controller won't hold mount securely.there was no patient or staff injury reported.

Manufacturer narrative:
Updated fields - b4,d9,e1(event site telephone : (B)(6). Getinge field service engineer (fse) customer states the pop up mount that holds the display, keeps coming loose. I replaced the pop up mount with the new style mount that has 6 screws. Machine passes all tests and is being returned for clinical use. Measurement details and testing can be found on field action so.

Event description:
N/a.